Event description:
Just received autopsy report that identified an adverse event. Pt was doing well in hospital. Had per protocol, permcath threaded through peripheral line in arm. The tip of catheter should be near right atrium which was confirmed by x-ray (proper placement). Suddenly the pt decompensated, blood pressure dropped, poor oxygenation, pt not resuscitated. The presumptive cause of death was infection. Now, the autopsy report indicated that the catheter perforated the wall of the heart - that caused death. IV fluid leaked into the pericardial sac causing a pericardial tamponade. The catheter migrated, perforated the heart - there was a tract created in the right ventricle.